Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a sensor failure during warm up, which occurred the same day the sensor had been inserted in the abdomen. The day of the sensor failure the patient experienced a hyperglycemic event for which they needed to be hospitalized. The patient reported that due to the sensor failure the omnipod was not delivering insulin, and the patient experienced being thirsty and vomiting. The patient called an ambulance and was brought to the hospital. According to the patient they experienced diabetic ketoacidosis and were treated with intravenous insulin. The patient was hospitalized for a total of 4 days, and at the time of the report the patient was feeling better. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.